Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated that they was able to clear alarm. Customer stated that they did not receive request to rewind pump. Customer stated that fill cannula was recorded in daily history. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.